Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(4) 2021 run #5925 generated a sars-cov-2 positive, influenza a negative, influenza b negative result when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample and newly collected sample was tested in the laboratory using different platforms the hologic panther, aus diagnostics and altona that generated sars-cov-2 negative results. No patient details were made available, and no harm or injury was indicated. Patient sample was collected using mw951s virocult 1ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The positive result was reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The patient¿s sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. (B)(4).

Manufacturer narrative:
Added trend analysis & analysis of production records as eval method codes. (B)(4).